Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a shocking sensation. The patient stated that they had the ins since (B)(6) 2013 and it ¿has been doing really good¿. In the last couple of months, they had been getting ¿actual shocks¿, that it burns, and was not as effective as it was. The patient was not aware of any falls or trauma that could be related to the issue. However, the did state they had a fall a year ago but the device was checked after the fall and it was working properly. The patient also reported they have not had any recent medical procedure. When the patient checked the ins with the programmer everything came up as normal. The patient also stated that when they are at the dollar store, if they stood too close to the ¿security thing¿ ¿it cuts off¿. They also mentioned certain things in their house they could not use such as the ¿nu wave¿ oven and a microwave at the same time. The patient was going to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.